Manufacturer narrative:
(B)(4). Evaluation results: (gi bleed).

Event description:
One endeavor sprint rx drug-eluting stent (MFR# 2953200-2010-02124) was deployed to the mid lad and a second endeavor sprint rx drug-eluting stent (mfg# 2953200-2010-02125), was deployed to the mid lad to treat a dissection. Patient was taking asa and clopidogrel prior to the index procedure but both were stopped on the day of the index procedure. Post-procedure angiography revealed 0% residual stenosis and timi iii flow. The patient was discharged the day following the index procedure. Approximately one month following the index procedure the patient experienced an epistaxis bleed, the relationship to the study stent was not assessed. In the opinion of the investigator this event was not life threatening and not related to the study procedure. Patient was asymptomatic at 30 day follow-up. Approximately four months after the index procedure, the patient experienced an spontaneous gi bleed. The patient was taking asa and clopidogrel 24 hours before the event. In the investigator's opinion the event was not life threatening and not related to the study stent or the study procedure. The patient was asymptomatic at 6 month, 1 year and 1.5 year follow ups. Patient had cardiac status of stable angina at 2 year follow up.